Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. A lead tip stiffness was performed and the lead was found to be within specification.

Event description:
It was reported that few days after implant, lead perforation into the lung tissue was observed. Lead was explanted and replaced. Patient was under surveillance during all time and there were no adverse consequences.